Event description:
It was reported that the patient was having problems with his new pump. Reportedly the problems with this pump started ¿quite a while ago¿ and the patient was also taking ¿a lot¿ of oral medications. When the current pump was implanted on (B)(6) 2013 the patient stopped all oral medications and the blood pressure medications were cut down. For three months after the implant, the patient was on oral medications with low dosages. It was noted that from march through july the pump was helping fighting his spasms, the pain was down, and he was not taking oral medications. The patient went back to the physician in (B)(6) 2013 and they increased the medication and the patient thought the medications were also increased in (B)(6) 2013. The patient had a pump refill in (B)(6) 2013 and at that point the current pump really started to not work. In (B)(6) 2013, the physician increased the medications again. However, the patient stated he thought he was still not at the same level as his previous pump. The physician reportedly had changed the concentration of his medications as well. In (B)(6) 2013, the physician increased the hydromorphone "way up" and he did not feeling that this was helping. Currently, the patient takes oral medications to get through the day. He dislikes the oral medication as he has side effects. The patient thought he was having problems again with the catheter. He stated with a second bolus he can feel the medicine try to stop the spasms. Reportedly, the physician¿s office will not allow the patient to receive a copy of the pump sessions. The patient inquired about types of imaging to evaluate if the catheter was in the right place and stated, ¿that is why my doc wants me to stay over longer" but did not provide details to this. This device system delivered baclofen and hydromorphone. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).